Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. The following section was corrected: based on the results of the investigation, the customer¿s allegation was confirmed. It was determined that the sdi cable not being connected was the cause of the event. The customer confirmed that sdi out of cv-190 and sdi in of monitor were not connected. The problem was resolved by connecting both sides. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: [4. Inspection]: before using the monitor, be sure to inspect and set it up as described in this chapter. Also inspect the ancillary equipment to be used in combination with this monitor as described in the instruction manuals for the equipment. If any irregularity is observed with the monitor, do not use it and take remedial actions as described in chapter 6, ¿troubleshooting.¿ if this cannot restore the normal operation, contact olympus. Using the lcd monitor (oev262h) while an irregularity is observed does not only result in malfunction but may also cause an electric shock, injury and/or fire.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the high definition lcd monitor had no image. The issue was found during preparation for use of an endobronchial ultrasound procedure. The intended procedure was completed with no delays. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation as the issue was resolved. The facility verified that there was no cable connected to the serial digital interface (sdi) on the cv-190 video system center and there was no cable connected to the sdi in on the lcd monitor. It was confirmed that sdi video cable was disconnected on both sides. The facility was instructed to connect an sdi cable from sdi out 1 on the cv-190 to the sdi in on the oev-262h and the issue was resolved. The caller was able to see an image on both monitors. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.